Event description:
3 of 5 reports. Other mfg report numbers: 3013886523-2022-00309, 3014334038-2022-00149, 3013886523-2022-00311, 3014334038-2022-00150. A facility reported patient had cerelink icp sensor inserted on friday (B)(6) 2022 for elective icp monitoring. On (B)(6) 2022 at night the cerelink icp cable (826945) failed, on (B)(6) 2022 , a new monitor and cable were attached to the original sensor but they had the same cable failure. A new sensor was then inserted into the patient but re-attached to the already failed cable. The message on the monitor was now "sensor not detected". They tried with one more monitor and cable, which displayed the same message. Medical staff got in communication with the integra sales representative and explained what had happened and what they had done so far. The integra sales representative explained that if the sensor was not detected they needed to replace it, but with it they also needed to plug the new sensor in, with a new monitor and cable. This was done and the icp was reading as normal again. On (B)(6) 2022 the cable failed again and they switched the monitor. The cable was swapped for a new one and it was reading normal and stable again.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
N/a.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h6, h10 the cerelink cable was returned for evaluation: DHR - the lot provided is the supplier lot number, not integra. The review of the history supplier lot 20103007 showed that all the possible lot used in this case were conformed to the specifications when released to stock. Failure analysis - the cable was cleaned with isopropyl alcohol 70% and visually inspected: no defect was noted. The cable was inspected for connector alignment: no defect was noted. The cable was electrically tested: no abnormal discontinuity and no abnormal short circuit was measured. Issue is not confirmed as device functioned correctly, device passed all tests. The root cause of the issue reported by customer could not be determined as the device worked correctly. However, the possible root cause of the defect reported by the customer could be due to inappropriate technique for assembly and use of the device.